Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, it was noted that the device went into backup mode due to event queue overflow. The firmware software was downloaded to resolve the event and device restoration was performed successfully. The patient was stable with no adverse consequences reported.